Manufacturer narrative:
This report is for an unknown shaver handpiece. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in the (B)(6) that during a posterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that it was not possible with the unknown shaver handpiece to put the shaver blade device in a closed position when introducing or removing the blade device to and from the joint which then caused unnecessary cartilage and /or tissue damage. The status of the patient was unknown. No additional information was provided.